Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant rupture, post-procedure. The deflation was self-diagnosed physically. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.